Event description:
It was reported that during a sigmoid resection procedure, on the 3rd firing, the staples were unformed. There was no patient consequene. It was not noted how the case was completed.